Event description:
It was reported that a balloon rupture. A percutaneous coronary intervention was being performed on a severely calcified and tortuous lesion in the mid right coronary (rca) artery. The 2.50mm x 12mm emerge balloon had been inflated to moderate pressure. During procedure, the device had difficulty to cross tight and severely calcified lesion and the balloon burst inside lesion. Resistance was experienced when retracting the burst balloon. It was noticed that the burst balloon appeared to mangled and looked to have come off its setting on catheter when the physician removed the device. All components of the device removed from the patient. The procedure was successfully completed with another device. There were no patient complications and the patient was fine post procedure.

Manufacturer narrative:
Date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There was blood present in the manifold. There were numerous kinks to the hypotube of the device. There was blood and contrast in the inflation lumen and balloon. At 48mm from the tip of the device the guidewire lumen was stretched down for a length of 6mm. Within that 6mm a buckled guidewire lumen was present at a length of 1mm. A full balloon length of 4mm from the proximal end of the balloon there was a circumferential tear. The remaining distal portion of the balloon was prolapsed, according, and advanced to the proximal end of the tip. The tip of the device was damaged. Inspection of the remainder of the device presented no other damage or irregularities. B3 date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that a balloon rupture. A percutaneous coronary intervention was being performed on a severely calcified and tortuous lesion in the mid right coronary (rca) artery. The 2.50mm x 12mm emerge balloon had been inflated to moderate pressure. During procedure, the device had difficulty to cross tight and severely calcified lesion and the balloon burst inside lesion. Resistance was experienced when retracting the burst balloon. It was noticed that the burst balloon appeared to mangled and looked to have come off its setting on catheter when the physician removed the device. All components of the device removed from the patient. The procedure was successfully completed with another device. There were no patient complications and the patient was fine post procedure.